Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photographic evaluation: two photos were provided; it was reported that during a laparoscopic the staples did not form properly and some bleeding did occur. The first picture shows cut tissue with staples on it, they appear to be unformed. Second picture shows a 4 pictures slide, the first picture shows cut tissue, no presence of staples are visible; the second picture shows tissue and the third and fourth picture shows tissue with staples on it, the staples have the proper formed shape. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: what were the indications for surgery? Unknown. What is the healthcare professional¿s experience with the device? Over 10 years, but a scrub tech fired the device. Where in the green gap setting scale was the indicator located prior to firing? Unknown. She said it was in the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Please describe the staple form in more detail. How were the malformed staples identified? It was known right away. Were the donuts inspected? If so, please describe. Unknown. Was the washer inspected? If so, please describe. No. What is the current patient status? Ok.

Event description:
It was reported that during a laparoscopic bowel resection on the first firing of the device the staples did not form properly and some bleeding did occur. The procedure was converted to open and a second like device was used to complete the procedure with no patient consequences reported. The device will be returned.

Manufacturer narrative:
(B)(4). Batch # n54d4n. Photographic evaluation: two photos were provided; the first picture shows cut tissue with staples on it, they appear to be unformed. Second picture shows a 4 pictures slide, the first picture shows cut tissue, no presence of staples are visible; the second picture shows tissue and the third and fourth picture shows tissue with staples on it, the staples have the proper formed shape. Based on the photos alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was not present and there were staples present. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.